Manufacturer narrative:
Product has not been returned for investigation at the time of this report. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: complaint alleges the circuit melted while on patient. It melted on the inspiratory limb near the middle of the circuit. No patient injury reported.